Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) unknown biomet driver for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). This complaint refers to the specific device DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown biomet driver] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4) , the most likely root cause determined from the investigation was the clinician does not follow the recommended guidance for usage in surgical manual therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up". H3: changed "yes" to "no". Device was not returned.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a3: gender unknown / not provided a4: patient weight unknown / not provided d1: brand name unknown / not provided d4: lot/serial # unknown / not provided d4: device expiration date unknown / not provided d4: device UDI number unknown / not provided g4: PMA/510(k) number unknown / not provided h4: device manufacturer date unknown / not provided

Event description:
It was reported that the implant at tooth site # unknown disengaged from driver. This fell off the driver. Implant dropped during procedure.